Event description:
Additional information received reported that there were none steps taken to resolve the reported issue and the health provider's office stated it should not happen.

Manufacturer narrative:
Product ID 3889-28, lot# va0f4j4, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient reported that when she sat for a while, the area near the implant and buttock bothered her. This occurred in 2015. It was also noted that when a security wand was passed over her implant, she felt it a bit. This occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.